Event description:
It was reported that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2010. It was alleged that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).